Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed preventive maintenance. It was stated that there was no patient or clinical injury.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com.one device was received. Per visual inspection, the return tube was not leaking but had micro-fractures. The device had a recirculation temperature of 41.7 degrees celsius, which is within tolerance. Air pressure is 5.6 pounds per square inch (psi), which is within tolerance. Per functional testing, the device worked as intended, the reported fault could not be replicated. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced return tube and o-rings for preventative maintenance. The device passed all functional and delivery tests.